Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (774 mg/dl). The cause for the reported issue is unknown. The customer declined to provide further information regarding the event.